Event description:
An attempt was made to use admiral xtreme pta balloon catheter for post dilation of a lesion in the sfa to popliteal. The target lesion was reported to exhibit severe calcification and 100% stenosis. The lesion was predilated with an in.pact pacific balloon. No abnormalities noted during preparation and inspection of the device prior to use. Although it was reported that device advancement was difficult due to the stenosis present, the balloon was positioned successfully at lesion site. It was reported that when the balloon was inflated to 2 atms it ruptured. Another admiral xtreme was then use; however this also ruptured when inflated to 2 atms. Lesion was subsequently treated with deb-pta + stent angioplasty. No patient injury and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severe calcification and 100% stenosis). No results availablesince no evaluation performed). (No device returned for evaluation). Evaluation conclusion: device failure related to patient condition (severe calcification and 100% stenosis). Unable to confirm complaint (no device returned for evaluation). (B)(4).